Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and ran the battery run time test and confirmed the reported issue. The fse replaced the batteries which corrected the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during transport of a patient, the battery for the cs300 intra-aortic balloon pump (iabp) discharged. No patient harm, serious injury or adverse event was reported.

Event description:
N/a